Manufacturer narrative:
It is presumed that containing fluoride when labeled as not containing fluoride could lead to an allergic reaction, causing or contributing to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted. Retain product was evaluated and found to be properly packaged.

Event description:
While using nupro ec polish peppermint fluoride, the box states without fluoride but the prophy cup states with fluoride. The event outcome is unknown as of this MDR evaluation.